Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found a link break at the swage end of the anterior cuff that likely occurred while retracting the needle plunger, which subsequently resulted in a failure to retrieve the suture and could appear similar to a cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface. A link break generally indicates that there was resistance encountered while retracting the needle plunger to retrieve the suture. However, possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The suture was returned intact and there was no indication that the suture was dragged through the device or suture bearing while retracting the needle plunger, which could have contributed to a link break. The link was found crossing the anterior foot pocket, indicating that it had traveled through the anterior foot slot during the needle plunger retraction. During needle plunger retraction, one end of the link was attached to the posterior cuff while the other end was attached to the anterior cuff, which was pulled by the withdrawal of the plunger. As the link traveled through the anterior foot pocket, because the posterior cuff, which captured the posterior needle tip during needle deployment could not go through the anterior foot pocket, it created resistance when retracting the needle plunger, subsequently resulting in the link detaching at the swage end of the anterior cuff. Based on the investigation findings, the probable cause for the link break at the swage end of the anterior cuff is incorrect link assembly during the link loading process. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.